Event description:
Customer's blood glucose (bg) read "high/check for ketones" (>500 mg/dl). Customer's mother noticed the cannula was not inserted in the skin. The pod was returned for evaluation.

Manufacturer narrative:
The product was returned for evaluation and found to be functioning as intended. No malfunction or product defect found that would have contributed to the customer's high bg. A dislodged cannula would likely interrupt insulin delivery and may lead to hyperglycemia, however, the lab cannot confirm that a dislodged cannula occurred. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Product qualification records were reviewed and met all acceptance criteria.